Event description:
It was reported that the lens was not implanted but contaminated on filed with a broken haptic. The product has been discarded. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided. Implant date: if implanted, give date: unknown, information not provided. Explant date: if explanted, give date: unknown, information not provided. Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.